Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac). The pac technician could not confirm the reported issue of missing lid magnet. The device was returned with the magnet installed. The pac technician also observed that the device would not turn on when the lid was opened. The cause of the reported issue was isolated to the reed switch sw5. The customer received a replacement device under warranty and the device was archived by stryker.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement lid and battery under warranty. The cause of the reported issue could not be established.